Event description:
Incorrect readings difference anywhere between approximately 30 to 120 points off app reading 111 mg/dl. Finger stick 174 mg/dl app reading 116 mg/dl. Finger stick 164 mg/dl app reading 194 mg/dl. Finger stick 314 mg/dl. App reading 53 mg/dl. Finger stick 91 mg/dl. App reading 49 mg/dl. Finger stick 88 mg/dl. App reading 59 mg/dl. Finger stick 116 mg/dl. App reading 66 mg/dl. Finger stick 93 mg/dl. App reading 181 mg/dl finger stick 219 mg/dl. App reading 146 mg/dl. Finger stick 203 mg/dl app reading 138 mg/dl. Finger stick 179 mg/dl. App 90 day average 6.6 lab blood work through dr 90 day average 7.2.